Event description:
The pt presented to the hosp with shortness of breath and fatigue. A blood culture was positive for infection and IV antibiotics were administered. This sys was later removed. Should add'l info becomes available, this event will be updated.